Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, the return of the device may have assisted in the investigation of the reported event. Clip deployment on top of the skin can be influenced by numerous factors including, but not limited to a manufacturing, user technique and/or patient anatomical conditions. During manufacturing each device is inspected to ensure product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. Inadequate nick and spread incision, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment can contribute to the reported event. Information relevant to user technique was not provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May also contribute to the reported experience. Femoral angiogram was taken, but no presence of vessel calcification was noted. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the review of the lot history record, the query of the complaint handling databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose device after an interventional procedure. Reportedly, the clip of the starclose device deployed on top of the skin. A suture removal kit was requested to remove the clip; however, it is unknown if it was used as it took only 30 seconds to remove the clip. Manual compression was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.